Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1004 mg/dl. The customer was treated with intravenous insulin and intravenous fluids. Customer was in emergency room. Customer was declined high blood glucose troubleshoot. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.